Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the touchscreen was delayed in responding to presses. In addition, it was reported that the customer experienced elevated blood glucose levels (300 mg/dl). Customer declined to perform troubleshooting. Reportedly, the pump and insulin injections were used to stabilize blood glucose levels.